Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and the inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The lead was returned to the manufacturer post mortem, analyzed, and tested out of specification. The cause of death was not related to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.